Event description:
Avid medical is the manufacturer of a custom procedure tray, vaml020-07 cataract pack, that includes the following component: kendall versalon nonwoven all-purpose sponge, vendor part # 9025 purchased from (B)(4). Avid medical received a complaint on 03/18/19 originated by (B)(6), director, (B)(4), stating that the surgeons are finding fibers on instruments and in patient eyes post operatively. The end-user alleges the fibers are from the gauze sponge component. The complaint component was not available for evaluation. Avid medical issued formal complaint # (B)(4) to the distributor (B)(6), owner of manufacturing site (B)(6), concerning the sponge item no. 9025. The manufacturer lot# number for complaint component is unknown. No patient injury was reported.